Event description:
N/a

Manufacturer narrative:
Additional information: (event site state: 10, event site postal code: (B)(6)). A getinge field service engineer (fse) observed that system it is showing electrical test failure #120. Checked problem found with keypad controller board so that has to be replaced. Observed that system it is showing electrical test failure #120. Also fse checked problem found with keypad controller board so he has opened the keypad controller board and cleaned it and reconnected the all connections then checked error was not coming then checked all keypad functions it is working fine. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) displayed electrical test failure 120. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).